Event description:
The customer reported unit stopped cycling while on pt use. Customer alleged discrepancy could not be duplicated. No pt harm reported.

Manufacturer narrative:
Unit was put through extended self test, and customers alleged malfunction could not be duplicated.